Event description:
(B)(6) from the (B)(6) dept of health and environmental control reported on form FDA 3500 that on 2 incidents, (B)(6) 2012, our medium vaginal speculum product malfunctioned. The incidents consist of inserting the product into the vagina, after which a small piece of plastic broke off the speculum as the nurse was beginning to open the speculum in the vagina. The nurse was hit on the chin for the 1st occurrence and on the cheek for the second occurrence. The nurse's skin was not broken; she was wearing glasses and ppe. The client was not injured. On form 3500 reported by (B)(6), the item number and lot number are not provided.

Manufacturer narrative:
(B)(4) devices from old lot number (22909 from (B)(4)) and (B)(4) devices from new lot number (23717, from same company) were tested in a simulated use technique. All devices did not fail or break. We have sent a f/u letter and 2 reminders. Unfortunately , (B)(6) has not cooperated with dynarex in supplying the exact item number, lot number, in supplying samples, as well as the medwatch report number for this complaint. We have inspected old lot number and new lot number samples for this product, which we believe is item (B)(4) and we are unable to verify this complaint. In view of above, our investigation has stopped, for we have received no response from the customer.